Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed two pinholes 6mm and 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.